Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus delivery. The customer's blood glucose level ranged from 144-163mg/dl. Reportedly, the customer was able to load a new cartridge to resolve the issue.